Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600-c. Serial: na. Batch: 37178552. UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced skin erosion at the site of the right burr hole cover and lead. The patient underwent a revision procedure where the lead and burr hole cover were explanted. The patient was doing well postoperatively. The explanted devices were retained by the medical facility and were not returned.

Manufacturer narrative:
Device technical analysis: the devices were not returned as they were retained by the medical facility. As such, physical analysis has not been conducted in our laboratory. Device history record review: a review of the manufacturing records associated with these devices indicated that they were successfully processed according to requirements. The DHR did not identify any manufacturing process-related non-conformances, scrap, or rework performed during production that could have caused or contributed to this event. The DHR review ensures each device meets required specifications and associated testing prior to release for distribution/sale. Labeling review: a labelling review was performed based on the dfu and it did not reveal any anomalies as it states, implanted device components (stimulator, lead, or lead extension) may move from original implanted location or wear through the skin, which may lead to the need for additional surgery and is a known risk with the use of deep brain stimulation (dbs). Investigation conclusion: the devices were not returned as they were retained by the medical facility. As such, physical analysis has not been conducted in our laboratory. However, a labeling review was conducted. This review determined that the reported event of erosion is a known risk associated with the use of deep brain stimulation (dbs) as documented in the instructions for use (IFU).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced skin erosion at the site of the right burr hole cover and lead. The patient underwent a revision procedure where the lead and burr hole cover were explanted. The patient was doing well postoperatively. The explanted devices were retained by the medical facility and were not returned.